Event description:
A customer reported that the insulin gauge displayed a different amount than expected, with a discrepancy occurring on a previous day when the fill estimate changed unexpectedly at bedtime. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge after guidance on filling instructions and was advised to call back for troubleshooting if the problem recurred, which the customer acknowledged.